Event description:
Boston scientific received information that this a red alert was received for this system due to shocking impedance measurements greater than 200 ohms. Electrical values for capture, sensing and pacing lead impedance were stable and within normal limits and no noise was present with isometrics. The clinician mentioned that the high voltage lead impedances generally appeared to increase approximately seven months ago. A revision procedure was performed and the associated lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.